Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump lost connection with the transmitter for longer than 15 minutes. Ultimately, the transmitter resumed connection with the transmitter. No additional patient or event information was available. A root cause could not be determined.